Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported intervention and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient received medical intervention due to hypoglycemia. The patient's blood glucose levels dropped to 44 mg/dl while wearing the pod longer than 48 hours. The paramedics were called and when they arrived they tested his blood sugar, gave transcend liquid glucose and had customer eat pudding and cereal. The customer reported that he, "turned off", his pump at this time as well to try and get the bg level up, and the next time they tested (no specific time was provided) the bg reading was, "over 400 mg/dl.